Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy (te) pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode bent sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node ECG electrode (a) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.